Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 incidents of foley catheter bag/canisters leaking on this unit on the same day with 2 different patients. Unfortunately, the problem was found after the packaging was discarded. The catheter for this patient was able to be fixed with trouble shooting. The green nozzle on the canister was tightened but it came out of the packaging too loose to retain liquids.